Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's physician believed that ventricular tachycardia (vt) was initiated by a ventricular pace into a t wave. The patient's rhythm evolved into ventricular fibrillation (vf), which was appropriately sensed and treated by a shock from the implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. The ICD remains in service.